Event description:
It was reported that a patient was admitted to the hospital on (B)(6) 2014 with respiratory distress. The patient had a pump refill the week prior to this report and the patient¿s family thought it was possible there had been a dose change. The reporter noted that there had been 3 attempts to page the managing healthcare professional (hcp) to find out the concentration and dose, but there had been no response. A request for a manufacturer¿s representative to check the pump status was made. The pump was used to infuse fentanyl. No outcome was reported. Follow up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Per the pump managing physician¿s office, the patient called them on (B)(6) 2014 and stated that he was just discharged from the hospital and he wanted to talk to a nurse. A nurse called back and left a message for the patient, but they had not heard from the patient as of the date of this report. There was nothing in the patient¿s chart regarding the hospitalization or the cause. The patient was going to be seen for a refill soon, but no appointment had yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).